Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they have not tried all remedies. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no motor movement during the displacement test due to unknown dried substance on the motor slide. Unable to perform functional testing including the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests or verify excessive no delivery alarm due to no motor movement during the displacement test. However, the insulin pump passed idle current and run current test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched and cracked display window.